Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms or blank display was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a battery out limit alarm. Customer also repored a blank display. Customer's blood glucose level at the time 258mg/dl. Customer declined troubleshooting. No additional information was provided.